Event description:
Covidien received a report that this n65 pulse oximeter had low saturation of peripheral oxygen (spo2) readings. The device read 95 percent while another n65 read 100 percent. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No fault found. Conducted performance and/functional checks per service manual using nellcor src-max and readings were within acceptable limits ((B)(4)). (B)(4).